Manufacturer narrative:
The device was returned for analysis. The reported device damaged by another device-explanted was able to be confirmed. The reported migration was unable to be replicated in a testing environment it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal of the 8x80 mm absolute pro interaction with the successfully deployed 8x150 mm absolute pro self-expanding stent resulted in the implanted 8x150 mm absolute pro stent to be damaged and migrate from its implanted position. As reported, a common femoral artery cut down was performed to remove the 8x150 mm stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional absolute pro/8.0/80mm referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the iliac artery with mild calcification, mild tortuosity and 90% stenosis. The 8x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and the stent was released normally. The 8x80 mm absolute pro sess was then advanced to the intended location and released; however, the stent could not be completely released and only about 4/5 of the stent was released despite multiple attempts. During the attempt to remove the partially released stent, the 8x150 mm absolute pro stent was dislodged from its implanted position. A common femoral artery cut down was performed to remove the 8x150 mm stent. The partially deployed 8x80 mm absolute pro stent was then pulled out with forceps with great force. There were no adverse patient sequela. No additional information was provided.